Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently there is a 43mm iliac aneurysm in the right iliac artery that extends just above the 18x24x135 distal limb. It was reported that over time the patient developed bilateral iliac aneurysms. The right hypogastric was coiled and the limb was extended into the right external iliac. Bilaterally both distal ends of iliac stent grafts were no longer adhering to the vessel wall without the presence of a distal type I endoleak. The physician stated that the cause of the event was disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.